Event description:
The device was used during a thoracoscopic video assisted thoracic surgery. Reportedly, the instrument was difficult to close. The surgeon applied another device to complete the procedure without any pt injury.